Manufacturer narrative:
Occupation: synthes employee. Investigation summary: visual inspection: the 3.2 mm trocar for recon locking (part # 03.010.077, lot # pe03287, mfg. # 16-jan-2018) was received at us cq with the shaft of the trocar bent. There were no signs of breakage on the device. This is not consistent with the reported complaint condition. Therefore, the condition is not confirmed. Device history (lot): part number: 03.010.077. Synthes lot number: pe03287. Supplier lot number: n/a. Release to warehouse date: 16jan2018. Expiration date: n/a. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Dimensional inspection: dimensional analysis was completed, the outer diameter of the transition piece between the bit attachment and the shaft was inspected. Document/specification review: the drawing was reviewed and find no discrepancies. Conclusion: there is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, two (2) wire guide, two (2) protection sleeves and two (2) trocars for recon locking of a trochar system were broken during upon insertion. There was no surgical delay nor adverse consequence to the patient reported. The procedure was finished, no back up was used. The procedure was completed successfully. This is report 4 for 6 (B)(4).